Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient made a mistake. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1 gram, stat) intraperitoneally (ip), injection amikacin (100mg, daily once) ip and injection fortum (1 gram, daily once) ip for peritonitis. At the time of this report, the patient was recovering from peritonitis. It was not reported if pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.